Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00237: driver; 3025141-2019-00239: plate.

Event description:
While implanting a aculoc 2 vdr plate, the surgeon was inserting a locking cortical screw. The tip of the driver broke off in the screw head and could not be removed and remain implanted.